Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted for unspecified reasons. No patient complications were reported.

Manufacturer narrative:
Updated b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted to better manage the incontinence. The aus was implanted as an additional device to provide additional therapy; however, patient did not experience a decrease in therapeutic response with the sling prior to the aus. No patient complications were reported.

Manufacturer narrative:
Updated h6 evaluation conclusion codes. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted to better manage the incontinence. The aus was implanted as an additional device to provide additional therapy; however, patient did not experience a decrease in therapeutic response with the sling prior to the aus. No patient complications were reported.